Manufacturer narrative:
(B)(4). Returned test strips evaluated with no defect found. Investigation of returned meter on 11/09/2015 has been completed; meter evaluation indicated foreign material on strip connector. Root cause of malfunction: foreign material on strip connector (blood like substance).

Event description:
Customer complains of "lo" results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 104-108mg/dl fasting. Verified the strips expire 05/31/2017. Customer confirms the strips are stored in the bathroom and were first opened 04/01/2015. Reviewed meter memory: (B)(6). Adverse event not reported.